Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: black box shows dates from (B)(6) 2017-(B)(6) 2017. Bb data from date of complaint has been overwritten. Current bb shows no evidence of a "intermittent power" event. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment crack observed from thread area to case seal. No evidence of contamination inside battery compartment. Base crack observed between case seal and keypad. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. A "intermittent power" event was not duplicated during investigation.